Manufacturer narrative:
Paradoxical hyperplasia (ph) is a potential adverse event noted in product labeling. The coolsculpting user manual describes ph as an uncommon increase in tissue volume at the treatment site, appearing two to five months post-treatment and possibly requiring surgery. Ph is not linked to device failure but is included in risk management as an inherent risk of cryolipolysis. A supplemental report will be provided if more information becomes available.

Event description:
Healthcare professional reported "that a patient received a coolsculpting treatment to the back fat, and represented with ph 21 months post treatment."